Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was reported as an attempted implant due to helix unable to be successfully extended. Reportedly helix would not deploy. Physician did slow and steady turns. The helix finally deployed only to have fractured the conductor. This lead was therefore removed and replaced prior pocket closure. No adverse patient effects were reported.